Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a ffr comet pressure wire. The tip, device shaft, sensor port and the coefficient values was examined for damage or any irregularities. The tip showed damage in the form bends. The shaft showed one kink. The kink was located at 171.5cm from the tip. There was also some teflon coating peeled off approximately at 170cm from the tip. The sensor port was clear of any material. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The pressure wire was connected to the analysis support test bench and all applicable data was correct as designed, there was no difficulty in connecting the wire. The coefficient was confirmed to be in specification. There was no evidence of any damage or irregularities contributing to the reported drift difficulty, which could not be confirmed because the clinical circumstances could not be replicated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The cause of the reported difficulties could not be determined. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that drift difficulty occurred. During the procedure, the physician attempted to investigate the lesion with an intravascular ultrasound (ivus) catheter, but the catheter would not produce an image after it was inserted into the body. The catheter was removed without complication. A 185cm comet pressure guidewire was then placed to perform fractionated flow reserve (ffr) measurement. The guidewire produced a drift of 0.05. Another same comet guidewire was used which also produced a drift of 0.05. All devices were removed and the procedure was completed with another same device. No patient complications or injury were reported. However, the returned device revealed teflon coating peeled off.